Event description:
It was reported that the programmer could not interrogate the device. At last follow-up 6 months prior, battery voltage was 2.74 volts. The device will be replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model.